Event description:
The device was returned for an air compressor issue. The reported issue was confirmed. During startup sequence the pneumatics were making abnormal noises before the pump alarmed out. Log files were pulled and indicated pneumatic valve actuation failure (valve 6) negative recharge failure along with failing the recharge test. The pneumatic assembly was swapped with a known good assembly and the error resolved. The air compressor will be removed and replaced during repair process. No other internal damage found.

Event description:
The following has been reported: biomed reported: pump serial number (B)(6) giving a red pump problem. No patient harm/infusion stoppage reported. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.